Manufacturer narrative:
(B)(4). The device was reprogrammed to right ventricular (rv) pacing only. At this time, a lead revision has not been planned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture and decreased r-waves. The lead was found to have dislodged. No adverse patient effects were reported.